Event description:
It was reported that before use, an intermate's top luer lock was found to be pushed into the intermate. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation. The customer reported condition could not be confirmed and the root cause could not be identified.